Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) reviewed the referenced knowledge article and categorized the issue under a nonspecific resolved scenario. The tss verified that all patients were successfully crossing over from the enterprise server and confirmed that medication orders were transmitting correctly to the station. The tss followed up with the customer, and the customer confirmed that the issue had been resolved and that all orders were now appearing as expected. The tss received customer approval to close the case and proceeded with closure. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, not all admitted patients were populating to the pyxis, and they were unable to pull up half of their patients at the pyxis. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.